Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. Both the seals were removed. The top case was cracked/chipped by the front left and right bottom corners. The battery door was cracked and there was visible contamination by the "l" bracket. The event history log revealed the reported motor rate error. An occlusion test was performed using an infusion rate of 944 ml/hr (same as customer). The customer reported product problem (motor rate error) was replicated during testing. The product problem was attributed to the failure of multiple components on the motor assembly. The components were worn out and contaminated. The investigator attributed the issue to normal wear and tear. The worn components were replaced, after which the pump passed all functional testing.

Event description:
It was reported that the pump displayed a motor rate error. No patient injury or complications were reported in relation to this event.